Event description:
It was reported that the insulin pump alarmed for no delivery. Blood glucose reading was 468 mg/dl. Reporter stated that the alarm occurred when she was with her educator after inserting a new infusion set. Troubleshooting was performed. Advised that the infusion set might have been occluded and to change to a new set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.